Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient bends their neck and that in the past there was concern that these movements caused vns malfunction. The physician notes that it was odd that the wiring was disconnected. The patient got a new vns and then again it was not connected; therefore, the generator remained on very low settings due to this. The patient has been referred to neurosurgery for a battery replacement. Device history records was reviewed for the lead. The lead passed all specifications prior to distribution, and was hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's physician later clarified that there has not been a disconnection since (B)(6) 2018. The allegation that the wire disconnecting again was in reference to the time period between their battery replacement on 03/15/2018 and their lead revision on (B)(6) 2018. Information was also received that the patient had a prophylactic battery replacement. Device evaluation is not necessary because the reported event in this report has been confirmed to be reported but invalid. MFR. Report# 1644487-2018-00696 already captures this previously reported lead fracture.

Manufacturer narrative:
B5. Corrected event description, initial report: inadvertently left out information regarding prophylactic battery replacement.